Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the laser probes get stuck in the valved trocar during surgical procedures. There was no patient harm.

Manufacturer narrative:
Additional information is provided. No further information was able to be obtained from this customer. However, two probes returned for evaluation. The probe was manufactured on july 12, 2017. There were 744 paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. Two 25g probe were received for evaluation. A visual assessment of the first returned sample revealed adhesive on the cannula tip. The first sample 25ga probe was inserted into a 25g trocar. The sample had no resistance when inserted into the 25g trocar. Additionally, the sample¿s cannula outer diameter (od) was measured. With an od min/max values of 0.0200 to 0.0205 inches, the sample¿s cannula od was measured to be 0.02045 to 0.02050, meeting specifications. A visual assessment of the second returned sample revealed adhesive on the cannula tip and a bent nitinol at the cannula nitinol-junction. The second sample 25ga probe was inserted into a 25g trocar. The sample had significant resistance at the nitinol-cannula junction when inserted into the 25g trocar. Additionally, the sample¿s cannula outer diameter (od). With an od min/max values of 0.0200 to 0.0205 inches, the sample¿s cannula od was measured to be 0.02030 to 0.02060, not meeting specifications. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tips during manufacturing. An internal investigation has been opened for this issue. The manufacturer internal reference number is: (B)(4).